Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons were sticking and not responding. The patient's blood glucose during the time of incident ran between 34 mg/dl and 274 mg/dl. The customer stated that the low blood glucose and high blood glucose may have been caused by not eating enough; the customer's wife was deceased and the customer has been stressed. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened button dome switches. No unlock lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.